Event description:
An intera 3000 pump was reported to be flowing slower than expected. The flow rates were reported as flowing about 0.6 cc/day, improved from 0.3 cc/day. The dates of the calculated flow rates were not provided. The pump [flow] study was reported normal. The customer stated he anticipated the [pump flow] will return to normal. Serial number and patient information were not reported.

Manufacturer narrative:
Follow up attempts are being made to obtain the missing information for the complaint and investigation. Blank information in the MDR form represents unknown information at the time of the initial MDR filing. If further information is received, a supplemental report will be filed.